Event description:
A united states distributor returned electrode belt sn (B)(4) indicating that it could not communicate with a test monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (does not communicate with test monitor) was confirmed. Upon evaluation the hex crimp ferrule connector was detached from the j702 connector on the pca inside of the distribution node (dn). The cause of the inability to communicate is the damaged connector. The cause of the damage connector is a pulled cable. The root cause of the pulled cable cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the damaged electrode belt.